Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The information received suggests that the device was seperated at the y-junction during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of separation was confirmed. Visual inspection observed the tubing with the male luer component had separated from the tubing connecter. Visual inspection of the sample noted a lack of solvent in the affected engagement. The root cause could not be definitely determined.